Event description:
Caller reported a cartridge alarm occurring with their pump, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump since the caller had encountered cartridge alarms with consecutive cartridges. The pump was under warranty, and the customer did not have a backup therapy available, so they planned to contact their healthcare provider. Technical support provided instructions on placing the pump into storage mode and arranged for its return, advising the customer to send it back within ten days to avoid charges. The caller was also informed about programming their settings and connecting their continuous glucose monitor to the replacement pump, which had already been shipped without requiring a delivery signature.